Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a trial procedure, the lead had high impedance. The physician attempted to reposition the lead, but this did not resolve the issue. A different lead was used to complete the procedure. No further complications were reported.